Event description:
Boston scientific received information that remote monitoring of this device displayed a high out of range shock impedance measurement. The physician is aware of and monitoring this issue. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. The associated right ventricular lead is a non-boston scientific lead.